Manufacturer narrative:
Information added/updated to section a2 (date of birth), b5, d4 (serial number and expiration date), d6a, h4 and h6 (investigation findings, and investigations conclusions). Corrected data in section h5. Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including an implant over 7 years and cirrhosis.

Event description:
Per the report received from canada, a 31-year-old patient with a valve model 7300tfx31 implanted in tricuspid position underwent reintervention for a valve-in-valve procedure after an implant duration of eight (8) years and one (1) months due to severe stenosis, increased/high gradients and regurgitation. The patient presented with heart failure. A 29mm transcatheter valve was successfully implanted within the pre-existing edwards surgical device. As reported, the patient was noted as to be in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "2017". Therefore, (B)(6) 2017 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada a 31-year-old patient with a valve model 7300tfx of unknown size implanted in tricuspid position underwent reintervention for a valve-in-valve procedure after an implant duration of approximately seven (7) years and eight (8) months due to severe stenosis, increased/high gradients and regurgitation. The patient presented with heart failure. A 29mm transcatheter valve was successfully implanted within the pre-existing surgical device. As reported, the patient was noted as to be in stable condition.